Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds, high pacing impedance and a decrease in sensing. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.